Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had a user programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during the ashp clinical meeting a customer with a background medsafety pharmacy reported medication errors that have occurred in the past due to the enter key being too close to the up/down arrow on the keyboard. Causing clinicians to inadvertently press the up/down button during programming. The customer also reported displeasure with interoperability as they are unable to set a soft minimum as well as hard maximum with a stop in anesthesia mode. There is an implied product enhancement request to be able to set soft and harm stops in anesthesia mode with interoperability. There was no information on patient outcome.